Event description:
It was reported that during cleaning and sterilization in central processing the customer noted that the sheath of the monopolar curve scissors instrument had a broken piece. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was broken and a 245 x .150 piece was missing at the proximal clevis interface. The clevis was found to be dislodged from tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Engineering concluded that damage to the tube extension is likely due to excessive side loading or other mishandling/misuse. The instrument also passed electrical continuity testing. No other damage was found. On (B)(6) 2012 isi contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.